Manufacturer narrative:
(B)(4). Foreign-(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during the procedure, the reamer fractured during reaming. A fractured piece did fall into the patient's wound; however, all were able to be retrieved.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned product was found to be fractured. Hardness test was within specification. Device history record (DHR) was reviewed and no discrepancies were found. This device is approximately 16 years old. A root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.